Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and treated with an unspecified injection and unspecified anti-inflammatory drug (intraperitoneal, ongoing). The patient was discharged with the instructions to continue the medication; however, the patient discontinued the treatment after 2-3 days. Subsequently, the patient experienced a recurrence of peritonitis, and seek medical treatment. At the time of this report, the patient was recovered from the initial event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the event occurred an unreported date in november 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.